Event description:
The customer reported the device was not displaying data. There was no report of pt involvement or impact.

Manufacturer narrative:
(B)(4). The customer reported the device was not displaying data. There was no report of pt involvement or impact. The local philips rep evaluated the device and confirmed the failure. Repairing the main control pca resolved the failure.